Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, inner the device. Yellow particles observed, inner the device.

Event description:
Healthcare professional reported, left side deflation and exchange. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.